Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, the field service engineer (fse) verified the z offset setting. The system meets company specification per service installation record (sir). Event not replicated nor confirmed by the fse. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile showed multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The logfile showed that the beam control check for the left eye was done about several minutes before the laser fired instead of immediately before firing. Treatments for left eye were finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a very irregular, thin flap with strange cobbling inferiorly. It was noted the eye was not overly hydrated at the beginning of the case. There was a bubble centrally near the hinge that was not a breakthrough or an epithelia defect, but that it was fluid under the flap. The surgeon decided not to lift the flap or proceed to the second eye. Additional information has been requested. There are two related reports for this event. This report addresses the patient initials (B)(6), and another manufacturer report will be filed for the other patient.